Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The device has been returned and evaluated by product analysis on 11/01/2016 with the following findings. During investigation, the pump powered on normally with no issues. The pump was exercised for 24 hours with no self suspending occurring. The pump was able to be manually suspended and manually resumed successfully during testing. There were no hypersensitive keys observed on the keypad. The suspend feature was not found to be functioning properly during testing. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump suspended itself without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.